Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this device, noise was observed. The physician attempted to reconnect the header once, which appeared to resolved following a defibrillation threshold test. It was believed that the noise was a result of air bubbles in the device header. To date, no adverse patient effects were reported with this clinical observation.